Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported they noticed blood leaking where the upper tubing meets the drip chamber while connected to a patient. There was no harm.

Event description:
The customer reported they noticed blood leaking where the upper tubing meets the drip chamber while connected to a patient. There was no harm. Received a copy of the customer's medwatch report which states, ¿blood tubing failures- product defect; 10 different events between (B)(6)- (B)(6) 2018. Date: (B)(6) 2018, 7ne, blood dripping from connection between chamber and tubing directly above chamber. No pt harm, psn no: (B)(4), ref ii's mw5083034, mw5083035, mw5083035, mw5083037, mw5083038. Mw5083039, mw5083040, mw5083041, and mw5083042.¿

Event description:
The customer reported they noticed blood leaking where the upper tubing meets the drip chamber while connected to a patient. There was no harm.

Manufacturer narrative:
Correction: date of event.